Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment and recurrent mitral regurgitation. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). On (B)(6) 2019 one mitraclip was implanted reducing mr grade to 1. On (B)(6) 2019 the follow-up echocardiogram found mr was grade 3 and the posterior leaflet was not inside the mitraclip. In the opinion of the physician, the mr was related to the mitraclip. No additional information was provided.

Event description:
Subsequent to the previously filed report, additional information was received that the patient will undergo a second mitraclip procedure. The date of the procedure was not received. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
Patient codes: 2104 labeled. Internal file number - (B)(4). Correction: adverse event or product problem - product problem should be checked. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no product quality issue reported from this lot. All available information was investigated, and a definitive cause for the reported single leaflet device attachment could not be determined. The patient effect of recurrent mitral regurgitation and tissue damage appear to be due to reported single leaflet device attachment. The reported patient effects of recurrent mr and tissue damage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that on (B)(6) 2019, the patient was hospitalized due to the previously reported single leaflet device attachment and mitral valve leaflet damage was also noted. Another mitraclip procedure was performed on (B)(6) 2019 when two mitraclips were implanted. No additional information was provided.